Manufacturer narrative:
This report is submitted on september 23, 2022.

Event description:
Per the clinic, the device was explanted on august 23, 2022 due to non-use of the device. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on november 04, 2022.